Event description:
A malfunction code identified as malf 24 was reported, impacting the functionality of the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.